Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had inappropriate shock due to noise on the right ventricular (rv) lead. It was indicated that the rv lead had fractured. The rv lead was explanted. No further patient complications have been reported as a result of this event.